Event description:
The recipient is reportedly experiencing swelling at the implant site. The site was drained twice, and the recipient was treated with a compression bandage for 4 days; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient underwent a cholesterol granuloma and the recipient's device was explanted. The recipient was not reimplanted. Reportedly there were no signs of infection, however antibiotics (type unknown) were prescribed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics was notified that the recipient reportedly used a magnetic CPAP mask which caused skin irritation, swelling, pain and may have caused the cholesterol granuloma. The recipient was initially treated with topical antibiotics (type unknown), however the issue did not resolve. The recipient was reportedly warned about the use of the magnetic CPAP mask by the recipient's physician. Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and swelling have reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed following surgery. Additional information regarding treatment details were not provided. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.